Event description:
Customer's father reported via phone call that the customer experienced high blood glucose of 535 mg/dl. It was stated that the insulin pump alarmed no delivery. Customer's father tested the customer's blood glucose at the end of call and it had gone up to 575 mg/dl. They treated with a bolus to correct. Customer's father stated that the high blood glucose was caused by the cannula being bent. The alarm was resolved by a complete infusion set and reservoir change. Customer's father was advised to check blood glucose every 30 minutes until customer was stable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.